Manufacturer narrative:
A1 - patient identifier was updated. D3 - postal code was updated. D4 - primary UDI number was updated. D5 - operator of device was updated. E3 - initial reporter occupation was updated. The suspected device was not received for evaluation. The device history file was reviewed. There were no nonconformities were identified that may have contributed to the reported complaint. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.

Event description:
It was reported that the person with diabetes (pwd) experienced ¿line blocked¿ alarms (device is not an ICU medical device) when attempting to administer a bolus. The pwd had reported using humalog insulin and applying only skin prep under the infusion site. He had called in to report 3 cleo 90 infusion sets that had resulted in line block alarms. The pwd had reported that he had been on the pump for 4 days and had replaced 3 infusion sites due to line block alarms, rotating infusion sites between the abdomen, legs, and upper buttocks and had not noticed any recurring issues associated with specific locations. The pwd had reported that the alarms occurred while sleeping and when delivering a bolus. The pwd had noted that one infusion site had appeared bent upon removal, while the other two sites had appeared straight. The pwd had stated that he did not believe he was compressing the site except while sleeping, which he understood could explain those alarms. He had stated that the alarms typically occurred when attempting to deliver a bolus. The pwd had also confirmed that he was not placing infusion sites over tattoos or scar tissue and had shared that he inserted infusion sites while standing. The pwd contacted the trainer, who instructed an early replacement of the cleo. The trainer also encouraged calling for a replacement cleo. The pwd has already discarded the cleo that required replacement. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Patient is a white, non-hispanic/latino male, born on (B)(6) 1992 and weighing 160 lbs.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.